Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has recurrent bleeding in her knee. There was no obvious source of the bleeding. Blood sent for study. I&d with poly exchange on rt total knee was performed. Poly thickness increased. Doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.